Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2015-20617.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20617. It was reported the patient's (australia) leads were migrated. It was also reported one of the leads was broken and other one had high impedances. As a result, surgical intervention was taken where the leads were explanted and replaced. The patient's issue after procedure is reported under MFR. Report# 1627487-2015-20632.